Event description:
A customer reported a cartridge alarm 20 associated with their insulin pump. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. As a resolution, technical support confirmed that a replacement pump would be provided, and they instructed the customer on how to manage the return of the problematic pump, including placing it into storage mode and using a pre-paid label for return shipping. The customer acknowledged these instructions and awaited the arrival of the replacement pump with updated software.